Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was unable to detect inserted battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (won't detect batteries) was confirmed. Upon investigation, the battery charger was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted u13 flash cmos-microcontroller. Pin 18 on u13 was shorted to ground. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the contamination. The patient rec'd a replacement battery charger/modem.